Manufacturer narrative:
The patient reported good pain relief from the nalu system while it was activated and had no allegations of any system or component failure or malfunction. The patient was reported to have been compliant with aftercare, although there is a noted significantly high bmi that may have played a role in circulation and healing in the lower extremity where the device was implanted. There are no lab cultures shared with the firm to confirm the presence or type of infection. Review of applicable device history records did not identify any deviations or nonconformances related to device processing. Infection is a known inherent risk of surgical procedures.

Event description:
The patient was implanted with a peripheral nerve stimulator system on (B)(6) 2025 to treat knee pain. During a post-operative follow-up visit at the medical clinic, the patient was noted to have visible signs of infection which developed almost immediately after implant. On (B)(6) 2025 a full system explant was performed due to the suspected infection.